Event description:
Event description guidant received information that both of these fineline leads had sustained fractures due to clavicular/first rib entrapment. The leads were removed from service and surgically abandoned. Additional guidant leads were successfully implanted.